Manufacturer narrative:
Event summary: the returned patient data files showed at least four applications were performed with catheter 2af284 / 71643 on the date of the event system notice # (B)(4) was triggered at the second, third, and fourth applications on the event date. The returned data files also showed at least two applications were performed with catheter 2af284 / 83566 on the date of the event. Additionally, the returned data files showed at least seven applications were performed with catheter 2af284 / 83566 on the date of the event. The failure file showed a system notice (# (B)(4)) indicating that the safety system detected fluid in the catheter and stopped the injection was triggered on the event date. Upon visual inspection of 2af284 / 71643 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for four injections. Functional tests were unable to be performed as catheter was not recognized by console. The electrical test on catheter did not pass. Dissection and electrical continuity showed the tc was broken under the strain relief in the handle. Pressure and dissection test revealed a double balloon breach. In conclusion, the reported system notices (#(B)(4)) ¿the safety system has detected a compromised outer vacuum¿ and (#(B)(4)) ¿the safety system has detected fluid in the catheter and stopped the injection¿ were confirmed through bin file analysis and through testing. The balloon catheter 2af284 / 71643 failed the inspection due to tc wire broken inside the handle. Additionally, the catheter failed due to double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification.